Event description:
Treatment of an aneurysm. It was reported both pipelines were twisted after deployment. The physician was able to open one by advancing the catheter and the other one with a balloon. No patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Model# and lot# of other pipeline involved: model: fa-77400-16 / lot# au11-086 - dom: 9/06/2011 - exp: 08/01/2014. (B)(4).